Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device had a poor staple formation which resulted to the bleeding of the patient with an estimated blood loss of 500 cc or more which also required blood transfusion. The patient also had to undergo surgery again and extended hospital stay.